Manufacturer narrative:
Four manufacturer reports were submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-05538, 2015691-2018-05539, and 2015691-2018-05540. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the strokes could not be determined with the limited available information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from april 2012 and december 2014. For this reason, the first day of the reported study period (01-apr 2012) was used as the occurrence date. It is unknown if a sapien or sapien xt valve was implanted. The PMA numbers are p110021 for sapien and p130009 for sapien xt. The investigation is ongoing.

Event description:
Per the article ¿feasibility and safety of balloon-expandable transcatheter aortic valve implantation with moderate or without predilatation¿ between april 2012 and december 2014, a single center retrospective study examined 556 patients with severe symptomatic as who underwent tavr with a sapien or sapien xt valve. During the study period, per the 30 days outcomes, 16 patients had a cva/tia. Article reference: abramowitz, yigal, et al. "Feasibility and safety of balloon-expandable transcatheter aortic valve implantation with moderate or without predilatation." Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology 11.10 (2016): 1132-1139.